Event description:
Pt had embolization of avm with onyx via echelon microcatheter. There was difficulty removing the catheter. Pt was slow to wake up from anesthesia and pupils noted to be dilated. CT scan showed subdural hematoma. No neurological improvement over night-no gag, corneal reflexes and unresponsive to stimuli. Family requested withdraw of care and pt died (B)(6) 2011.